Event description:
The manufacturer received information alleging the touchscreen not working on the device. There was no harm or injury reported. Additional findings not related to the malfunction/issue were the muffler and filter being dirty, and the shipper was missing on the device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.